Event description:
It was reported that during the implant procedure, the patient experienced tachycardia for which the device did not deliver therapy. Physician tried to turn on the therapies but could not communicate with device using inductive telemetry or through wireless communication. Physician resolved the tachycardia through nips. Patient¿s condition was stable.